Manufacturer narrative:
(B)(4). The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that a deployment issue occurred. The patient was undergoing a greenfield¿ filter implant procedure. When attempting to deploy the filter in the patient, the filter partially deployed. They were not able to get the filter to fully deploy. They were able to remove the filter without issue. The procedure was completed with another of the same device. No patient complications were reported.